Event description:
Event description guidant received information that one day post implant of this implantable transvenous defibrillation lead the ventricular pacing threshold was 7.5v @ 0.5 ms, compared to 0.8v @ implant. The pacing impedance was 1130 ohms and 1293 ohms @ implant). The shock impedance was 45 ohms (48 @ implant). A chest xray revealed unchanged apical position in pa view and the lateral view showed the tip of the shock lead curving posteriorly. There were no previous films for comparison. It was presumed this was a microdislodgement as there was no obvious dislodgment.